Event description:
It was reported that device was returned for repair, with loose outer hose and a defective security lock. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found worn outer hose in overpressure valve, and a defective security lock due to normal wear. The outer hose in overpressure valve, lamellae, bearings, shafts, and locking mechanism were replaced.